Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient called back stating that the new communicator wasn't very responsive since day 1 and stated within a couple of days, the communicator became as bad as the old one. The patient stated that the two pieces of equipment were not working well together. The patient confirmed that their issues were the pause at 90% for 30-35 seconds, which was getting longer over time, and sometimes, they saw it say that it doesn't recognize and to please reposition, which could happen 1-4 times. The patient stated that there was a slight delay when they first got it, but they had the pump since may and it shouldn't be doing that this early on. The patient stated last time they called, they were told what they experienced wasn't considered normal and they were afraid that the equipment was just going to stop working one day. The patient stated that they were currently experiencing a lot of health issues and had a lot to discuss with their doctor on wednesday, but would discuss obtaining handset logs as mentioned in the letter. The patient stated it hadn't happened yet, but it they couldn't connect because of this issue, they would be in pain. The patient stated that this needed to be a priority because the patient's shouldn't be unable to use the equipment due to these issues. The agent reviewed device function and connections considerations and the patient agreed to discuss with the hcp. The patient's software version was 2.0.1700.